Event description:
It was reported that this left ventricular (lv) lead channel exhibited loss of capture (loc). Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.